Event description:
Facility has experienced 4 incidents in pharmacy contained area in which chemotherapeutic agent, taxol, leaked from spike and port interface of competitor IV bag. It was revealed that there was no staff exposure and spill was cleaned up appropriately.